Event description:
This is filed to report a clip that was difficult to deploy and opened while locked. It was reported that a patient presented with grade 3 functional mitral regurgitation (mr) and pseudoprolapse of anterior 2 leaflet. During a mitraclip procedure, an xtw clip could not detach from the delivery catheter (dc) during deployment. The gripper lever was retracted before attempting to retract the dc handle, but in the left ventricular outflow tract (lvot) echocardiogram and in fluoroscopy, the clip was stuck to the dc handle tip. To troubleshoot, the steerable guide catheter (sgc) was adjusted and the dc handle was able to be retracted. After the sgc adjustment and dc retraction, it was noted that the clip was slowly opening to approximately 60 degrees. The mr was reduced from mr grade 3 to 1. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulty deploying the clip. The reported clip open while locked appears to be due to the troubleshooting maneuvers of the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.